Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose levels, values were not provided. Customer alleged that settings need to be adjusted. Recommendation was made to consult with healthcare provider regarding diabetes management. Customer declined to further troubleshoot with tandem technical support.